Manufacturer narrative:
It was reported that the ventilator switched off by itself during ventilation. The reported device was investigated at the hospital by our fse (field service engineer). Two pc boards were replaced, the plug-and-play back-plane board and expiratory channel connector board. Both boards were returned for investigation. The visual inspection of the returned pc boards revealed that the cable on the expiratory channel connector board was damaged (pinched). This cable connects the expiratory channel connector board with the expiratory pc board. No other deviations could be established by the visual inspection. One simulated test ventilation session was performed with only the expiratory channel connector board mounted in the ventilator. No malfunctions were generated. The returned expiratory channel connector board did not generate any errors. The pinched cable did not affect the functionality of the pc board. The expiratory channel connector pc board has only a measuring function in the system and will not affect ventilation. When both pc boards were mounted into a test ventilator, the ventilator cannot be powered on. The error was on the plug-and-play back-plane board. When the plug-and-play back-plane board was dismounted and replaced with reference pc board, the ventilator could be power on normally. The plug-and-play back-plane board contains the circuitry for the on/off functionality. Component failure in this circuity is most likely the cause to the reported error, which component that failed could not be established by this investigation. When this error occurs, the ventilator cannot be powered on. If the failure occurs during ventilation, the issue may lead to stop of ventilation and appropriate alarms will be generated. Provided ventilator logs were reviewed. The ventilator appears to have been shut down by the user with the on/off switch several times. However, since the on/off circuity on the plug-and-play back-plane board is not working according to specifications, it cannot be ruled out that the system shutdown may have been triggered by the ventilator itself. In conclusion, the reported ventilator shut down by itself during ventilation was most likely caused by an anomalous plug-and-play back-plane board, which contains the circuitry for the on/off functionality. Which internal component on the pc board that failed could not be established by this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator shutdown by itself. There was no patient harm. Manufacturer's ref #: (B)(4).